Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 7/9/2015. The fse found the actuator for valve vl46a was malfunctioning. The fse replaced the actuator, which repaired the leak and the errors. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported a leak from the coulter lh 750 hematology analyzer. The instrument was generating sheath tank sensor errors when the leak was noticed. The volume of the leak was a few ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, glasses and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.